Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was determined to be use error; poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of patient made with touch contamination and peritonitis in patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that in (B)(6) 2010, the patient made a mistake (touch contamination). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment information was not provided. Dianeal therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake (touch contamination) and dianeal pd4 ambuflex therapy.